Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the clinic has been unable to access the paceart system since they moved offices. A message appears that reads "sql server unavailable or access is denied." Clinic advised to talk with informational technology department to configure paceart to the new server location. The system remains in use and no patient complications were reported as a result of this event.